Manufacturer narrative:
Reported event: an event regarding wear involving an unknown accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional I inspections could not be performed as the device was not returned. Clinician review: no medical records were provided for review. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to metallosis. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details and return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit v40 femoral head on his left hip on or about (B)(6) 2008. He alleges that blood testing revealed that he suffered from "metallosis" from the device. He underwent a revision surgery of his left hip replacement on (B)(6) 2018.